Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to undersensing and loss of capture. The associated pulse generator was replaced during the same procedure due to normal battery depletion. No additional adverse patient effects were reported.